Event description:
It was reported that the programmer was unable to boot up, that it was "dead." It was further noted that it was due to a possible power surge. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer will not power up/turn on. Power supply found out of electrical specification.